Event description:
Caller states that a patient reportedly received the following results on an inform ii meter, compared to lab results, within 10 minutes: 400 mg/dl (meter) and 53 mg/dl (lab). Test strips are unavailable for return. No death or serious injury reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device is unavailable for return.